Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was rewarming in the arctic sun device (serial no. (B)(4) ) earlier, but the patient did not rewarm. And now the patient was rewarming in another arctic sun device (serial no. (B)(4) ) in hypothermia mode. Nurse started rewarming yesterday at 6 pm, currently the patient temperature was 33.8c, water temperature was 40c and flow rate was 3l/min. The nurse changed settings multiple times and put to rewarm on maximum because the nurse was concerned that the water temperature was not greater than the patient's temperature. During the conversation, the nurse said that the device showed to rewarm from 33.8c at 0.25c/hr to 37c. Later, the nurse asked why to rewarm from showed, to rewarm the patient from 36c at 0.25c/hour to 37c. The nurse was changing the setting and mss explained how rewarming worked and during a slow rewarm the water temperature may not always be above the patient temperature as the device was trying to prevent rewarm faster than 0.25c/hour. Mss emphasized over the importance of not changing the settings constantly. Mss explained how the trend indicator worked in the context of therapy. Nurse stated that the trend indicator showed 1 bar up, mss walked nurse through changing to rewarm from to 33.9c, which was now the patient's current temperature. Mss discussed the danger of a maximum rewarm and explained how the other device (serial no. (B)(4) ) could have a heater issue, or it could be something as simple as the device overfilled. Mss encouraged the nurse to call before making any setting changes. Mss recommended nurse to send the device for evaluation to the biomedical engineering department.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be overfill. However, this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The device was not returned for evaluation. The instructions for use were found adequate and state the following: "fill reservoir 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen." The device was not returned

Event description:
It was reported that the patient was rewarming in the arctic sun device (serial no. Dyyey017) earlier, but the patient did not rewarm. And now the patient was rewarming in another arctic sun device (serial no. Dyyey019) in hypothermia mode. Nurse started rewarming yesterday at 6 pm, currently the patient temperature was 33.8c, water temperature was 40c and flow rate was 3l/min. The nurse changed settings multiple times and put to rewarm on maximum because the nurse was concerned that the water temperature was not greater than the patient's temperature. During the conversation, the nurse said that the device showed to rewarm from 33.8c at 0.25c/hr to 37c. Later, the nurse asked why to rewarm from showed, to rewarm the patient from 36c at 0.25c/hour to 37c. The nurse was changing the setting and mss explained how rewarming worked and during a slow rewarm the water temperature may not always be above the patient temperature as the device was trying to prevent rewarm faster than 0.25c/hour. Mss emphasized over the importance of not changing the settings constantly. Mss explained how the trend indicator worked in the context of therapy. Nurse stated that the trend indicator showed 1 bar up, mss walked nurse through changing to rewarm from to 33.9c, which was now the patient's current temperature. Mss discussed the danger of a maximum rewarm and explained how the other device (serial no. Dyyey017) could have a heater issue, or it could be something as simple as the device overfilled. Mss encouraged the nurse to call before making any setting changes. Mss recommended nurse to send the device for evaluation to the biomedical engineering department.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was rewarming in the arctic sun device (serial no. (B)(4) ) earlier, but the patient did not rewarm. And now the patient was rewarming in another arctic sun device (serial no. (B)(4) ) in hypothermia mode. Nurse started rewarming yesterday at 6 pm, currently the patient temperature was 33.8c, water temperature was 40c and flow rate was 3l/min. The nurse changed settings multiple times and put to rewarm on maximum because the nurse was concerned that the water temperature was not greater than the patient's temperature. During the conversation, the nurse said that the device showed to rewarm from 33.8c at 0.25c/hr to 37c. Later, the nurse asked why to rewarm from showed, to rewarm the patient from 36c at 0.25c/hour to 37c. The nurse was changing the setting and mss explained how rewarming worked and during a slow rewarm the water temperature may not always be above the patient temperature as the device was trying to prevent rewarm faster than 0.25c/hour. Mss emphasized over the importance of not changing the settings constantly. Mss explained how the trend indicator worked in the context of therapy. Nurse stated that the trend indicator showed 1 bar up, mss walked nurse through changing to rewarm from to 33.9c, which was now the patient's current temperature. Mss discussed the danger of a maximum rewarm and explained how the other device (serial no. (B)(4) ) could have a heater issue, or it could be something as simple as the device overfilled. Mss encouraged the nurse to call before making any setting changes. Mss recommended nurse to send the device for evaluation to the biomedical engineering department.